Event description:
It was observed during the device inspection that the cutting wire was broken at proximal end site and there was damage to the coated portion of the subject device. There were no reports of patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be determined. It is likely the following led to the malfunction: an electric conduction was activated. This may have caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Additionally, it can be inferred that some kind of force may have been applied to the coated portion of the cutting wire causing the coated portion of the cutting wire to tear/detach from the cutting wire. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.